Event description:
Consumer reports meter readings in conflict with their other meter and how they feel. Comparing readings against another meter. Analysis run on clark error grid using competitive reading (300) as ref. Point vs. Bd readings (50) yielded data points in the e range of the grid, outside of acceptable limits.